Event description:
On (B)(6) 2020, lifescan (lfs) (B)(4) received notification from shanghai market supervision and administration bureau that the patient¿s onetouch ultravue meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer care agent (cca) during a follow-up call with the reporter since the patient was unwilling to be contacted. The alleged meter inaccuracy occurred on (B)(6) 2020 when the patient obtained an alleged inaccurate high result with the subject meter (exact result could not be confirmed). The patient manages their diabetes with insulin (type/dose not reported). In response to the elevated result, the patient reportedly took an increased dose of insulin and developed ¿hypoglycemia¿ at an unspecified date and time as a result of the alleged issue (exact physical symptoms could not be confirmed). In response to the symptoms, the patient reportedly went to see a doctor however the specific treatment received could not be confirmed. This complaint is being reported because the patient reportedly sought medical attention for an acute low blood glucose excursion after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter. It is not known what treatment the patient received.